Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while attempting to enter the transmitter ID, the pump touch screen was unresponsive when the customer attempted to toggle between the abc/123 keyboard. Tandem technical support instructed the customer to reset the pump; issue was resolved and customer was able to enter transmitter ID. There was no information provided regarding blood glucose level.